Event description:
It was reported that prior to the insertion of the jagtome rx sphincterotome into the scope that it was noted that the device tip was bent. There was no damage noted to the packaging. The procedure was completed with another jagtome rx sphincterotome successfully. The patient was reported to be fine.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The suspect device will not be returned due to infectious contamination (patient had mrsa). A device evaluation will not be performed; therefore, the cause of the reported even tis undetermined.